Manufacturer narrative:
Noh, y., kim, j., lee, s., choi, j., & kim, g. S. (2024). Discrepancy between pulmonary artery catheter and co-oximeter value of mixed venous oxygen saturation after graft reperfusion during living donor liver transplantation. Transplantation proceedings. Https://doi.org/10.1016/j.transproceed.2024.11.015. The model and lot numbers for these 37 devices were not supplied; therefore, further review of the related manufacturing records could not be performed. The date of the event is unknown; however, according to the article, the study period started from october 2021 to april 2022. Thus, the first day of the reported study period ((B)(6) 2021) was used in field b3 as date of event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per this article received from south korea (title of article "discrepancy between pulmonary artery catheter and co-oximeter value of mixed venous oxygen saturation after graft reperfusion during living donor liver transplantation". Published on transplantation proceedings by noh et al., 2024), the following complaint was identified: during this study, pac (pulmonary artery catheter) svo2 (mixed venous oxygen saturation) values at 1 hour after reperfusion were overestimated compared to co-oximeter svo2 in 51 recipients. 37 recipients (68.5%) showed a significant discrepancy at 1 hour after reperfusion. A significant discrepancy was defined as a drift greater or equal than 3% at 1 hour after reperfusion.

Manufacturer narrative:
Added information to section d4 (model number) updated section h6 (component code), h6 (device codes), h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. As part of the catheter manufacturing process the units go through a leak and optical inspection.